Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the high voltage connectors and performed a filament calibration. The system operates as intended.

Event description:
It was reported there was a popping noise and a loss of the live image. No pt injury was reported.